Event description:
The customer reported the ventilator would not power on. The device was not in use on a pt therefore there was no pt involvement. Review of the diagnostic history noted an occurrence of a power issue that indicated the ventilator shutdown while in normal ventilator mode. Upon loss of power, a power fail alarm will activate and alternate ventilation should be provided. The manufacturers service tech reported the customer described problem was not duplicated. The svc tech reported the device was physically damaged resulting in a blank screen but the device was cycling. The svc tech replaced multiple parts to address the physical damage of the unit. Performance verification testing was completed and tests passed to operating specifications.